Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation the root cause could not be identified; however, it is likely that a limit switch failure led to the malfunction. The event can be prevented by following the instructions for use which state: 1.ensure proper power condition at site (proper grounding & no voltage fluctuation) 2. Equipment to be placed in proper ventilated area for heat dissipation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii xenon light source had a front panel blinking after being recently repaired for the same problem. The issue was found during preparation for use for a diagnostic bronchoscopy, which was completed with another device. There were no reports of patient harm.